Manufacturer narrative:
The customer noted that large diameter peri-pump tubing was disconnected from the instrument causing the liquid waste leak. A field service engineer (fse) was dispatched on-site (B)(4) 2011. Fse found a kink in the external waste tubing. Kink was removed and the leak was resolved.

Event description:
A customer contacted beckman coulter inc. (Bci) reporting a liquid waste leak in the unicel dxc 600i synchron access clinical system. There was no exposure to bio-hazardous fluids and no erroneous results were generated.